Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was deployed it caught part of the bowel. The bowel had adhered to the device.